Event description:
On 25th january 2024, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone toric (B)(6). The event description provided states that the lens became stiff on advancement resulting in the lens failing to eject.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens slowly became stiff on advancement resulting in the device failing to eject. Surgery is reported as being prolonged due to the event. A back-up lens was implanted successfully during the original surgery session. No patient injury. The rayone preloaded iol injection system use fmea identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone toric (B)(6) batch 093223949 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric (B)(6) batch 093223949. The root cause of the event cannot be established from the limited evidence and information provided. The user discontinued use of the device as per the rayone IFU.